Manufacturer narrative:
The insulin pump was received with normal operating currents. There was no unexpected low battery alarm. The test ultralink bg meter communicated properly to the insulin pump. The unexpected restart alarm and reset anomaly occurred after a battery change due to a faulty c13 on the interface board. The unit had a minor scratched display window, broken battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer called to report that every time he changed the battery he had to also change the time and date on the insulin pump, and that the meter did not communicate with the insulin pump. The customer also reported that the reservoir compartment was cracked. The customer's blood glucose reading was unknown. The customer did not recall how the damage to the insulin pump occurred. The customer declined troubleshooting for the time and date issue. The customer was advised to discontinue use of the insulin pump and revert to a backup plan. The customer was advised that the device would be replaced. The customer returned the device for analysis.